Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm, low battery alarm or weak battery alarm was noted. The insulin pump was monitored for three days and no blank display was noted. The battery icons functioned properly. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that received a failed battery test alarm when he changes battery. The customer's blood glucose was unknown at the time of incident. The customer stated did not performed excessive button pressing, backlight was not used frequently, does not do daily set rewinds and there have not been unattended alarms. The customer declined troubleshooting for failed battery test alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.